Event description:
This is the first report of three reports concerning the same patient and same surgery. This concerns product ID 117010nd. It was reported there was an issue with the hallux-fix screw. The product in contact with patient. Additional information was received from the surgeon on (B)(6) 2014. The procedure was an arthrodesis of the big toe. The surgeon finished the surgery with difficulties with an initial result less satisfactory than expected. The surgery was completed with a competitor medical device which was available (miniplates synthes). The surgery time was increased 30 to 40 minutes. The screw "snap off) did not break as expected which resulted in damage to the screw (the screw would turn in the bone). There was no reported adverse consequence to the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.